Manufacturer narrative:
Patient age not available from the site. Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Verified test point voltage levels at atp. Reseated j8 of atp and at serial input of pc. Consecutive cycle start of system. Fluoro and rad output confirmed. Requested for use during case successful. Replaced umbilical cable as a precautionary measure. The imaging system passed the system checkout and was found to be fully functional. The pcba atp console was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The eprom atp was returned to the manufacturer for analysis. Unable to confirm reported problem "generator will not boot." Installed eprom (u24) in the atp console for imaging system 267, and installed board in imaging system 267. Boot sequence was not affected, 2d and 3d images were as expected. The device was found to be fully functional with no problem found. The mobile view station (mvs) interface cable was returned to the manufacturer for analysis. When this cable was installed in the system " frame rate error" message was displayed. An electrical failure mode due to a frame rate error was found. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported the site notified him that, while in a lumbar fusion procedure, the imaging system was unable to take fluoro. They tried both buttons on the hand switch. The medtronic representative had the site check the remote desktop and get logs. Generator not ready error was present on the desktop. The surgeon opted to complete the procedure with the use of another imaging system. There was a reported delay to the procedure of thirty minutes due to this issue. There was no impact on patient outcome.